Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025 the clinical diabetes specialist reported that the user experienced repeated occlusion alerts with multiple ilet replacements. The issue was traced to user handling¿connecting the adapter to the cartridge before insertion¿which can trigger occlusion errors. The user was retrained and given a replacement ilet (sn (B)(6)). Additional alerts occurred, but the provider confirmed the device was not the cause. No injury or hospitalization was reported.